Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at "7 point something mg/day, 280 mg" and bupivacaine at 75% final concentration via an implantable pump for non-malignant pain. It was reported that 24 hours after the routine pump replacement, the patient was diagnosed with and infection and can out of the hospital on (B)(6) 2018. No further issues were reported or anticipated.